Event description:
This is a spontaneous case report received from a medical doctor in united states on 21-apr-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c06520 for permanent sterilization. During procedure, hcp (health care professional) could only get left tube done and had visualization problems. On (B)(6) 2015 patient called physician and complained of rash. Patient had taken benadryl but it did not help. Physician prescribed medrol dose pack, that did not help either. Then on (B)(6) 2015 surgery was performed and one essure coil was removed. Then, her tubes were tied. Ptc investigation result was received on 06-may-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record c06520 (production date 27-dec-2013 and expiration date 31-dec-2016) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced rash. This event was considered serious due to medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion; therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious event was added: could only get one tube done/visualization problems. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Further information is being sought.

Manufacturer narrative:
Follow up information (general questionnaire) received on 02-jun-2015: the physician medically confirmed the previous events and details reported. The patient did not have any previous gynecological problems or procedures. The patient had an unmentioned nickel allergy which she admitted after essure placement. Essure placement on left ostia was performed on (B)(6) 2015. During the procedure cervical dilatation and sounding were done; no general anesthesia was used; just conscious sedation with propofol. The insertion procedure was considered difficult with visualization tubal ostium of only one side, the physician was unable to visualize the right side after 10 minutes of start the procedure; the scope malfunctioned at time of the insertion. The procedure did take more than 20 minutes and there were no more than 1500cc of fluid loss. No imagining tests were done after the placement. No perforation occurred in relation to essure device. No hospitalization was required; no related diagnostic tests were performed. The patient used a ortho-evra patch as back-up contraception. On (B)(6) 2015, nickel related rash, hives, pruritus and swelling were noted. On (B)(6) 2015, essure devices were removed; the removal was medically necessary and patient also requested it. Essure removal method: laparoscopy with left salpingectomy. During the surgery proper location of device was noted. The physician reported that the pathology result showed no signs or symptoms of infection or inflammation. After the removal surgery, the patient's symptoms recovered. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who experienced nickel allergy after essure (fallopian tube occlusion insert) placement. She was submitted to a laparoscopic salpingectomy with device removal and recovered from her symptoms. This event was considered serious due to medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred in close relation (1 month) with device insertion and recovered after device removal; therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious event were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. No further information is expected.